Event description:
The device failed to discharge via the attached defibrillator paddles. The user switched from paddles to electrode pads and the malfunction was resolved. There was no adverse effect to the pt.